Event description:
It was reported that stent deformation occurred, requiring an additional stent. The 70-80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10x100x120 epic stent self expanding was selected for use via ipsilateral approach. During the procedure, when the stent was deployed, the proximal end of the stent was kinked, and thus did not cover as much of the lesion as anticipated. The physician deployed another stent to adequately cover the entire lesion. Both stents remained implanted, and there were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).